Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that after the patient¿s replacement on (B)(6) 2017, they developed an infection and the device was explanted on (B)(6) 2017. No factors that may have led or co ntributed to the issue were known. The issue was reported to have been resolved. No further complications were reported/anticipated.